Event description:
Baxter affiliate reports one incident of a pt experiencing lumbar pain and chills five minutes into treatment on a psn 210 dialyzer. It was reported that treatment was stopped and blood was returned to the pt with no reported blood loss. The pt was administered dexamethasone and propoxyphene. It was reported that the dialyzer was rinsed and treatment was resumed with the same dialyzer and completed without further incident.